Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, days after the insertion, the device was broken. The customer reported that part of the device became detached allowing the tube to fall apart. There was no patient injury.